Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Also, it was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/10/2014 with the following findings: visual inspection revealed that the display screen was cracked in multiple places. The pump powered on, as confirmed by the presence of the auditory and vibratory cues, but the display screen was blank. The pump case was removed, and the suspect display screen was replaced with a test display screen. The pump display functioned properly with the test display-screen installed, suggesting the blank-display issue was caused by the display-screen damage. The reported event was duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.